Manufacturer narrative:
(B)(4).

Event description:
Ous MDR - after an implantation time of about 9 months, loss of capture was reported during a follow-up. The lead was explanted, and no damage was noted. The lead was returned to biotronik for analysis. No deterioration of the patient&#62688;state of health was reported.